Event description:
Primary stability not achieved, implant was completely covered with bone. No thread tap used. Chemotherapy around time of implant placement. Inadequate bone quality/quantity. Mobility.